Manufacturer narrative:
The customer requested part information for a replacement therapy pca and therapy capacitor with no engineer evaluation.

Event description:
It was reported to philips that the device had a therapy problem. No further details were provided. There is no patient involvement.